Manufacturer narrative:
Additional information for section e1 phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for one patient. The following results were provided (reference range 1.6-2.6 mg/dl): sid (B)(6) initial result = 8.2 mg/dl, repeat result = 2.2 mg/dl there was no impact to patient management.

Manufacturer narrative:
Service inspected the alinity c processing module and replaced the mixer, which resolved the issue. Review of the instrument service history did not identify any subsequent issues related to false elevated magnesium patient results. Ticket and trending review did not identify an increase in complaints related to the issue for either the analyzer or instrument part. Review of manufacturing documentation did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the mixer was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for one patient. The following results were provided (reference range 1.6-2.6 mg/dl): sid (B)(6), initial result = 8.2 mg/dl, repeat result = 2.2 mg/dl there was no impact to patient management.